Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 72" and "pacer fault 117" messages. The device failed to power on in battery power. Complainant indicated tht there was no patient involvement in the reported malfunction.